Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 444 mg/dl and other relevant blood glucose levels were 325 mg/dl and 337 mg/dl. Customer also stated that the insulin pump had insulin flow blocked alert. Customer was treated with bolus. Customer was not using auto mode of insulin pump. The insulin pump will not be returned for analysis.